Manufacturer narrative:
The information pertaining to both valves was provided, however, the valve that was implanted first was not identified. On this basis, the information on both valves is being provided: 9300tfx29/serial # (B)(4)/mfg 10-mar-2015/ exp 27-jan-2017/ (B)(4); 170127(21)4377808 9300tfx29/serial # (B)(4)/mfg 05-mar-2015/ exp 28-jan-2017/(B)(4). Investigation is ongoing.

Event description:
As reported, during a tavr procedure in the pulmonic position, post deployment of a 29mm sapien xt, the echo showed moderate paravalvular leak/central leak. The decision was made to deploy a second valve. A 29mm sapien xt valve was deployed with the first valve.

Manufacturer narrative:
Additional information provided indicated the right heart catheterization, aortic angiogram, lpa and mpa angiograms were performed. The decision was then made to proceed with sapien xt valve implantation. Balloon sizing was performed. A cordis stents were placed in the right ventricular outflow tract (rvot). A 20f esheath was advanced via the right femoral vein. The 29mm sapien xt valve with novaflex+ delivery system was advanced into the rvot stent. The valve was deployed under rapid pacing. Moderate pulmonary insufficiency was noted post valve deployment. The decision was made to place a second sapien xt valve. Another stent was placed in the first 29mm sapien xt valve. The second 29mm sapien xt advanced into the stent and deployed. Final angiogram revealed mild pulmonary insufficiency. The catheters and sheaths were removed. The patient was transported out of the operation room the same day in stable condition with intact pulses. It is perceived, that the 29mm sapien xt vale was undersized in relation to the rvot stent diameter which caused the moderate pulmonary insufficiency. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a pulmonic native valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, per report, the valve regurgitation was caused by procedural factors (undersized valve in relation to the rvot stent diameter). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(Common device name and product code) was corrected in this report.

Manufacturer narrative:
The patient¿s valve remains implanted and was therefore not returned to edwards for evaluation. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  Per report, the valve regurgitation was caused by procedural factors (undersized valve in relation to the rvot stent diameter).    The edwards sapien xt transcatheter heart valve is indicated for use in pediatric and adult patients with a dysfunctional, non-compliant right ventricular outflow tract (rvot) conduit with a clinical indication for intervention and pulmonary regurgitation >= moderate and/or mean rvot gradient >= 35 mmhg. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported, during a pulmonic replacement procedure, post deployment of a 29mm sapien xt, the echo showed moderate paravalvular leak/central leak.  The decision was made to deploy a second valve.  A 29mm sapien xt valve was deployed with the first valve. Additional information provided indicated the right heart catheterization, aortic angiogram, lpa and mpa angiograms were performed.  The decision was then made to proceed with sapien xt valve implantation.  Balloon sizing was performed.  A cordis stents were placed in the right ventricular outflow tract (rvot).  A 20f esheath was advanced via the right femoral vein.  The 29mm sapien xt valve with novaflex+ delivery system was advanced into the rvot stent.  The valve was deployed under rapid pacing.  Moderate pulmonary insufficiency was noted post valve deployment.  The decision was made to place a second sapien xt valve.  Another stent was placed in the first 29mm sapien xt valve.  The second 29mm sapien xt advanced into the stent and deployed.  Final angiogram revealed mild pulmonary insufficiency.  The catheters and sheaths were removed.  The patient was transported out of the operation room the same day in stable condition with intact pulses. It is perceived, that the 29mm sapien xt vale was undersized in relation to the rvot stent diameter which caused the moderate pulmonary insufficiency.